Event description:
The customer reported that the device failed to discharge during attempted defibrillation. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported that the device failed to discharge during attempted defibrillation. No adverse pt impact was reported. The device was evaluated locally. The issue was attributed to the failed non-philips battery being used. The IFU states to use only the approved philips battery.